Event description:
Procedure: cholecystectomy (laparoscopic): reportedly, during the procedure, a blue object was noticed in the abdominal cavity. The object was retrieved and thought to be from one of the port seals in the trocars used. The surgeon used two trocars during this case. (#179075 and 179771).